Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the error log files, and tested the uninterrupted power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No pt injury was reported.